Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. After 12 hours the cuff was still fully inflated. The reported complaint is not confirmed. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that the user "confirmed the cuff pressure of the pilot balloon and it was 0". The event occurred in early feb-2023, exact date unknown. This occurred during patient use, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: full UDI and item lot number are not available; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.